Manufacturer narrative:
An event regarding an alleged worn liner involving a pca ace/deep socket shell was reported. Conclusion: it was reported that the patient experienced pain due to a worn liner. There is no indication that the pca ace/deep socket shell contributed to this event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Hip gradually became painfuul due to poly wear and slight migration of the acetabular shell.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Patient requested.

Event description:
Hip gradually became painful due to poly wear and slight migration of the acetabular shell.